Event description:
The customer reported that the css console passed a console test validation protocol conducted two days prior to implant surgery. The customer also reported that during implant surgery of the syncardia temporary total artificial heart (tah-t), the css console's primary controller exhibited a right/left imbalance alarm. The pt was switched to the console's backup controller, and the numbers were three liters different than the numbers exhibited on the primary controller. Because of the discrepancy, the pt was switched to a backup css console. There was no pt impact. The css console was returned to syncardia for evaluation. Upon receipt, the css console passed the checkout procedure without anomalies. During the investigation, the primary controller was removed from the console. Visual inspection revealed no anomalies. The main valve and pilot valve were removed, cleaned and reinstalled. The css console was then recalibrated per procedure.

Manufacturer narrative:
The primary controller was then reinstalled in the css console, and the console passed the console test validation procedure. The investigation concluded that the cause for the right/left imbalance alarm was low left fill volume while operating the primary controller. The low left fill volume was resolved after cleaning the main and pilot valves and recalibrating the console. The reported issue poses a low risk to the pt because it did not prevent the css console from performing its life-sustaining functions. The console still provided adequate fill volumes and cardiac output to support the pt. In addition, the css console has a redundant, backup controller. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.